Manufacturer narrative:
This device used for treatment and not diagnosis. Mean age: 44 years, range: 17 to 71 years. Genders: 12 males: 8 females. Event date: (B)(6) 2010. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Journal article received: technical tricks when using the reamer irrigator aspirator technique for autologous bone graft harvesting. Authors: andres j. Quintero, md, ivan s. Tarkin, md and hans-christoph pape, md. J orthop trauma, volume 24, number 1, january 2010. Synthes is mentioned in this article. This article describes technical tricks for using the reamer irrigator to harvest autologous bone graft from the femur. Data was collected on 20 patients: mean age: 44 years, range: 17 to 71 years. Genders: 12 males and 8 females. It was reported in the study: eccentric reaming resulted in breach of the anterior cortex of the distal femur. (B)(6) woman initially underwent im nail fixation of a distal tibia fracture 7 months before undergoing procedure for oligotrophic nonunion. During the procedure the anterior cortex was violated while harvesting bone from the ipsilateral femur through a trochanteric antegrade starting point. There was no fracture in the distal main fragment as noted on the computed tomography scan. Each patient was closely observed during follow up until radiographic and clinical healing of the non-union. This complaint is on the reamer head. This is 1 of 2 reports for (B)(4).